Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.